Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was part of a (B)(6). Endovascular therapy of right sfa stenosis used the turbohawk and embolic protection. After cutting 3 times in one insertion, the physician confirmed a perforation by angiography. By angiography again, the physician confirmed the bleed stopped naturally with no treatment. According to the protocol, the physician performed nominal ballooning. The relationship to the event and devices has not been confirmed.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.(B)(4).